Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.